Event description:
Pt with acute loss of consciousness, rapid response called, intraosseous device placed in left tibial plateau for emergency access for fluids and medications. When device was removed 24 hrs later, the surgical stainless steel cannula snapped off 1.7 mm inside the bone, leaving approximately 1/2 of the length of the stainless steel cannula inside the bone. It is unclear at this point as to whether the failure is attributable to a flawed device. It is clear that the red stabilization device (which acts as a safety device, a stabilization device to stabilize the cannula in the bone, and as a removal device) was not used with this pt as the device has been inadvertently discarded immediately after the device was placed in the pt.